Event description:
A hospital in (B)(6) reported that a castor of an iw952 cosycot infant warmer has broken off the metal base. This was found prior to patient use.

Manufacturer narrative:
(B)(4).we are currently endeavouring to obtain more information from the customer. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint castor was returned and visually inspected. Results: the visual inspection identified various scratches and flat spots on the wheel, however no abnormalities were observed on the castor or stem. A lot check revealed no other complaints of this nature for this product. Conclusion: as no abnormalities were observed on the castor or stem we are unable to determine what may have caused the castor to separate from the castor housing. We have informed our supplier of this incident and they have stated that this is the first time they have received a complaint where the castor has come off and were unable to provide a cause for this incident.

Event description:
A hospital in (B)(4) reported that a castor of an iw952 cosycot infant warmer has broken off the metal base.this was found prior to patient use.